Manufacturer narrative:
Product complaint # ==> (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Investigation summary ==> no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: migliorini f, maffulli n, pilone m, velaj e, hofmann UK, bell a. Demographic characteristics influencing the stem subsidence in total hip arthroplasty: an imaging study. Arch orthop trauma surg. 2024 feb;144(2):887-894. Doi: 10.1007/s00402-023-05054-y. Epub 2023 sep 29. Pmid: 37770626; pmcid: pmc10822810. Objective/methods/study data: the present study evaluated whether patient demographic characteristics influence the subsidence of the stem in total hip arthroplasty (tha). The following characteristics were evaluated: age, height, weight, and sex. 294 patients were involved in the study. All patients were implanted with corail stems. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unk hip femoral stem corail other devices that were used on the patient at the time of the event: unk hip acetabular cup pinnacle, unknown hip femoral head, and unk hip acetabular liner poly adverse event(s) and provided interventions possibly associated with unk hip femoral stem corail (qty 1): the mean femoral stem subsidence at 14.4 months was 2.6mm. No intervention was noted. Adverse event(s) and provided interventions possibly associated with unk hip femoral stem corail (qty 1): figure 1 indicates femoral stem subsidence of 1mm at 7 months in a 72-year-old male. No intervention noted.